Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The investigation was performed considering complaint description, cs reports, system history, system log files and affected part(s). No x-ray was available for a short time for plane b due to a digital image pre-processing (dipp) issue. Plane a was always working without limitation. During this time the following error message is displayed informing the customer: "plane b out of order". The log file analysis shows that while plane b was out of order, the user was still successfully working with plane a. According to the log files, the dipp was successfully rebooted after a short time and plane b was available again. The system has recovered automatically, and no reoccurrence was reported. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no further corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that "plane b out of order" was displayed and x-ray fluoroscopy no longer appeared. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.